Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the end of the shaft is fractured. There are signs of wear/use on the device. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the g7 flex drill broke. There was no patient impact reported. No additional information was available at the time of this report.